Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call of the customer being hospitalized twice for low blood glucose. The wife states the heal care providers informed them that it may be an issue with the insulin pump. The customer's blood glucose level at the time of hospitalization was 51mg/dl. The wife states the customer's levels went as low as 26mg/dl. On the second hospitalization, the customer's blood glucose was 71mg/dl at the time of admission, but was 301mg/dl prior to the emergency room. The customer declined troubleshoot.